Manufacturer narrative:
Concomitant medical products: sedr01 implanted: (B)(6) 2010.

Event description:
It was reported that the patient's right atrial (ra) lead had low impedance, undersensing and no sensing. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.